Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'device tilt and embedment, unsuccessful retrieval attempt, post implant pe, device migration'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. As to reported ¿filter embedded¿ based on information provided it has not been possible to investigate or evaluate this alleged event, since vena cava filters are supposed to attach to the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient received an implant on (B)(6) 2014 via the right internal jugular vein due to dvt with clot extending into ivc and concern for may-thurner syndrome. Patient alleges migration, tilt, failed retrieval attempts, pe's in both lungs and filter hook embedded in ivc wall. A retrieval attempt was performed on (B)(6) 2015, but was unsuccessful. Device successfully retrieved on (B)(6) 2016 via laser sheath assisted retrieval.